Event description:
It was reported that on or about (B)(6) 2010, the patient presented to the surgeon with complaints of low back, buttock and right leg pain which was intermittent initially, but became constant. On (B)(6) 2010 the patient underwent an anterior lumbar interbody fusion and prodisc artificial disk replacement at l4-l5. Upon awakening from surgery, the patient complained of left knee pain, which was constant. A computed tomography (CT) scan of the patient¿s lumbar spine demonstrated a posterior fracture of the body of l4 creating a foraminal stenosis on the left at l4-l5, resulting in a radiculopathy in the patient¿s left leg. On (B)(6) 2010, a non-contrast CT scan was performed which demonstrated a new fracture through the posterior inferior l-4 vertebral body with a small retro pulsed bony fragment extending into the canal approximately 5mm and into the left neuro foramen causing a moderate foraminal stenosis. These films were consistent the intraoperative films which also demonstrated a fracture of the inferior posterior vertebral body of l4. On (B)(6) 2010, the patient returned to the operating room for a left hemi-laminectomy, a medial facetectomy, and a foraminotomy at l4-l5 (this is noted as revision surgery #1). Please note: this complaint is for the initial surgery and the first revision surgery. The second revision surgery is filed as a separate complaint ((B)(4)). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for 1 unknown pro disc lumbar. An investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.